Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6, patient information: declined due to patient privacy. Section h3, device evaluated by manufacturer: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was implanted into the patient¿s eye. The patient was not pleased with the lens in his second eye, although he was satisfied with the first eye which has an odyssey toric lens. The patient¿s dissatisfaction was noted in their office visit one day post-operatively. Consequently, this iol (second eye) was explanted and replaced with a monofocal lens model zcu150 9.0 diopter. There was no capsule tear, vitrectomy, sutures or medication outside the standard of care. The patient is doing well. No further information was provided.